Event description:
It was reported to boston scientific corporation that a precision speedtac was used during a sling placement procedure done on a patient in 2009. According to the complainant, shortly after the sling procedure, patient has been reporting pain. According to the doctor, the pain or discomfort the patient is complaining about is due to the screws from the speedtac. The physician is going to work with an orthopedic surgeon to remove the screws from the bone. The patient was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.